Event description:
It was reported in a literature article that the patient complained of worsening diffuse headaches for 1.5 years. On examination, the patient had moderately decreased lateral neck flexion and rotation with normal flexion and extension. He was found to have normal strength and sensation, but was hyperreflexic throughout the upper and lower extremities. MRI revealed an upward, near horizontal position of the clivus with a short basiocciput and a high-riding anterior arch of the atlas. The clivus canal angle was abnormal at 95-100 degrees. There was hindbrain herniation and a holocord syringohydromyelia. The patient was taken to the operating room for a foramen magnum decompression and c-1 laminectomy, followed by dorsal occiput/c2 fusion with custom-contoured titanium loop instrumentation using calvarial bone grafts, titanium cables, allomatrix, and rhbmp. There was no evidence of durotomy during the procedure. The patient tolerated the procedure well with no new postoperative deficits. On postoperative day 4, the patient began having apneic spells. Imaging revealed a large fluid collection in the operative site with extension into the epidural space within the posterior fossa, and obstructive hydrocephalus. During evaluation, the patient became increasingly somnolent and apneic. An emergent tracheostomy was performed followed by a right frontal ventriculostomy, wound exploration, and placement of a drain in the wound. The fluid encountered intraoperatively was clear, yellow-stained fluid under high pressure. Intraoperative cultures were negative. Postoperatively, the patient recovered well. He was slowly tapered off the evd, which was removed on hospital day 10. The patient was discharged on hospital day 15. He subsequently made a full recovery with resolution of his headaches and a normal neurological examination.

Manufacturer narrative:
Literature article citation: lindley, t et al. Complications associated with recombinant human bone morphogenetic protein use in pediatric craniocervical arthrodesis. J neurosurg pediatrics 2011; 7:468-474 (10.3171/2011.2.peds10487). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent posterior fossa/foramen magnum/c1 decompression, dorsal occiput-c2 fusion with custom contoured titanium loop instrumentation with calvarial bone grafts, titanium cables, allomatrix and rhbmp-2/acs, and external durotomy using intraoperative ultrasonography and operating microscope. On post-op day 4: patient suffered numerous brief apneic spells. Imaging revealed a posterior fossa fluid collection. Patient underwent wound exploration, burr hole, right frontal ventriculostomy, and emergent tracheostomy. Evd removed 13 days post-op. Per physician's notes approximately 3 months post-op, fusion exhibited on x-ray. Three years post-op, the patient has done well since surgery with no complaints today. He remains active in school and an avid participant track, cross-country and automotive pursuits. Denies frequent headaches other than the occasional tension headache and denies any bowel or bladder problems.